Manufacturer narrative:
Based on the investigation performed for previous complaints, the root cause of the reported failure (soiled instrument) is probably attributed to an insufficient cleaning and maintenance. In those cases indications for material or manufacturing related problems were not found. Based on the statistical eval no indication was found for any device related issue.

Event description:
The surgeon reported to sales rep, who was observing the procedure, that he decided to cancel the surgery after he had established that one of the items of the twinfix set (screwdriver blade) contained blood and bone rests (in the mechanism at the distal part). The pt was already under anaesthesia at that moment. The surgeon reported that he wanted the set to be resterilised. The pt was re-operated with the same set on the same day.